Event description:
The patient reported that the device stopped helping with the pain when they sit on their recliner or when they laid down. It was helping before and then stopped helping all of a sudden. The patient was to follow-up with their health care professional (hcp) to help with programming or contact the manufacturer representative (rep) if needed. The changes in therapy or symptoms was considered sudden in (B)(6) 2016. Other relevant medical history includes non-malignant pain and lumbar radiculopathy.

Event description:
Additional information was received from the patient. It was reported that once the patient¿s body adjusted to the device it just wasn¿t helping the right side. The patient contacted his local manufacturer representative (rep) and she reprogrammed the device to be equal on both sides of the patient¿s lower body. However, the patient wasn¿t sure if the device could help but when the patient lied down he could relax. It was noted that the local reps were helping the patient relieve any and all pain.

Event description:
Additional information received from a healthcare professional indicated the patient was having some lack of coverage. A re-programming session resulted in good coverage and satisfactory pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.